Event description:
It was reported by service report that the foot left load cell was giving out a error code of 203 and the bed exit was not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load cell.